Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain - pelvic') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) not conducted". On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain - abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and migraine ("migraine"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral),oophorectomy (unilateral)). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea and migraine had resolved and the menorrhagia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia, migraine and pelvic pain to be related to essure (ess205). The reporter commented: patient had received treatment for pain - pelvic/ abdominal, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: new events added- pelvic/ abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding) and migraine. Outcome for the events pelvic/ abdominal pain, dysmenorrhea (cramping) and migraine updated to recovered / resolved. Patient dob added. Reporter information, product indication and removal dates updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure coil within the lumen. It is partially embedded within the myometrium of the right fundus'), pelvic pain ('pain - pelvic') and menorrhagia ('menorrhagia heavy menstrual bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) not conducted". Concomitant products included levothyroxine. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain - abdominal pain"), dysmenorrhoea ("dysmenorrhea cramping") and migraine ("migraine"). The patient was treated with surgery (ablation and hysterectomy(full), salpingectomy (bilateral),oophorectomy (unilateral). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the embedded device, menorrhagia and vaginal haemorrhage outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea and migraine had resolved. The reporter considered abdominal pain, dysmenorrhoea, embedded device, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: patient had received treatment for pain - pelvic/ abdominal, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding) concerning the injuries reported in this case the following were reported in medical records- embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Concomitant medication and event¿s : essure coil within the lumen. It is partially embedded within the myometrium of the right fundus, abnormal bleeding (vaginal) were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.